Manufacturer narrative:
Interrogation of the device revealed the device was at end of service when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an in-patient presented with a pacemaker that triggered the elective replacement indicator on (B)(6) 2019 and reached end of service on (B)(6) 2019. It was believed that the device had prematurely depleted. The device was explanted and replaced. The patient was stable.